Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 417 mg/dl. Customer changed his infusion site and delivered boluses to bring bg levels back to target range. System check with tandem technical support was performed and the pump was functioning as intended. Customer stated that they had a thoracentesis procedure and had some stress due to the procedure, have some scar tissue, and have been "a little under the weather." Recommendation was made to discuss diabetes management with customer's health care professional.